Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that this morning when the patient woke up, they could not get comfortable and no matter which way they moved, they were constantly getting shocked. Caller stated the patient could not find a sweet spot so they were not doing it. Caller noted they were told the basic settings would be that way for 2 weeks and they would show them how to adjust it at the follow up appointment in 2 weeks. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.